Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was out of focus and did not understand what was going on around him while he was playing a board game with his neighbors. One of his neighbors called the paramedics, they took a blood glucose reading which was 38 mg/dl and the cgm was reading 77 mg/dl. The patient was treated by the paramedics with 4 tubes of glucose gel orally and his neighbor gave him an orange juice and a sandwich. The patient recovered after the treatment and declined transportation to the hospital. At the time of the report the next day, the patient was feeling okay nd his cgm reading was 208 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.